Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was at the hospital, receiving treatment in the emergency room, he left the ER to go have a smoke break outside, he had some type of ointment and bandages on his skin and it's the current belief that an ash from the cigarette, or the hot part of the cigarette came into contact with his skin where the ointment/bandages were and started a fire.